Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device not has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records received and reviewed. Patient had a bard g2 vena cava filter deployed successfully post lumbar surgery in an upright position in the ivc; anticoagulation therapy had to be discontinued due to postoperative bleeding. Five years post filter deployment, patient presented at ed with complaints of fever, chills, night sweats and back pain occurring over the past two weeks. A CT of the chest revealed a slight pericardial effusion and possible foreign body in the esophagus. Five and a half years post filter deployment, patient admitted to the hospital after a fall at home. He is complaining of pain in his right groin. A CT of the abdomen revealed that the ivc filter apex is seen at level of l1-l2 of the lumbar spine with a leg extending out of the vena cava and possibly into the duodenum. The vascular and general surgeons were consulted and it was felt that the surgery was extensive. Approximately six years post vena cava filter deployment, patient returned to the hospital for ivc filter removal due to the vena cava wall penetration. The device is no longer necessary as the patient has had no further episodes of dvt or pe. A retrieval cone was used to snare the filter without any difficulty and removed with no further sequelae. Interventional radiology and CT surgery were consulted for retrieval of detached filter limb; both services denied any operative interventions they could recommend. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed in an upright position in the ivc for history of dvt. Five years post deployment, it was determined that the filter should be removed as the patient no longer required the device and it appeared that the filter leg was extending out of the vena cava and possibly into the duodenum. A retrieval cone was used to snare the filter without any difficulty and removed with no further sequelae. A thin linear density measuring 8 mm is also noted in the subcarinal soft tissues, just posteriorly to the right pulmonary artery and adjacent to the esophagus that appeared to be a detached filter limb. Interventional radiology and CT surgery were consulted; no operative interventions were recommend.

Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: neither the device nor images were returned. Medical records were provided. The medical records allege a g2 filter was severely tilted upon deployment. A catheter and guidewire were allegedly used to manipulate the filter into a more vertical position. A CT allegedly demonstrated a 2.7cm linear high density foreign object overlying the anterior wall of the esophagus and a leg extending outside the vena cava possibly into the duodenum. The filter was successfully removed without difficulties approximately 5 years after implantation. Approximately 2 months after retrieval, a CT scan identified a thin linear density in the subcarinal soft tissues, posterior to the right pulmonary artery and adjacent to the esophagus. Based on the medical records, filter tilt, perforation of the ivc, and a detached limb can be confirmed. Based upon the available information the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Potential complications: procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Possible complications include, but are not limited to, the following: perforation or other acute or chronic damage of the ivc wall. Filter malposition. Filter tilt. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.